Event description:
A customer observed a negativety biased total b-hcgt result on a control sample. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of patient harm as a result of this event.